Event description:
It was reported that the customer was hospitalized a year and half ago for unknown reasons. Customer's blood glucose level at the time of the call 99mg/dl. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.